Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not retuned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All information was reviewed and investigated, the reported user technique resulted in the reported issue of difficult to remove the device, however a definitive cause for leak could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The cds0602-ntr, 90405u102 referenced is being filed under a separate MFR #.

Event description:
This will be filed to report the during removal of the devices, the clip got caught with sgc hemostatic valve and loss of fluid column of the steerable guide catheter. It was reported that this was mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced but due to suboptimal transseptal puncture the cds had bad positioning and aorta hugger. Therefore, it was decided to perform a better transseptal puncture, and the cds was removed. However, the physician pulled to fast causing the clip introducer to disconnect from the steerable guide catheter (sgc) and the clip catching on the hemostatic valve and the grippers were damaged. A new transseptal puncture was performed. The sgc was examined and prepared again, but failed valve check. A new sgc and new cds was used to the complete the procedure. One clip implanted, reducing mr to 3. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.